Event description:
It was reported that the cases or output connectors were broken. It was further noted on the return paperwork that there was cosmetic damage, the case was cracked near the probe insertions. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cases were broken, but not the output connectors. Analysis also found that both bail covers were broken. (B)(4).

Event description:
It was reported that the cases or output connectors were broken. It was further noted on the return paperwork that there was cosmetic damage, the case was cracked near the probe insertions. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.